Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mjj549, and no non-conformance's related to the reported complaint condition were identified. Investigation summary: it was received for analysis two paper lid, two empty winding former and two sutures pieces of product code 8557, lot mjj549. During the visual inspection of the samples (suture pieces), a suture piece present slice in the middle of the body, and the ends were observed cut appears to be by use of surgical instrument. The other suture piece was examined and frizzy on the body was found. Also, the ends were cut. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the fraying suture is an improper handling. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2019 and suture was used. During the procedure, the suture unraveled while using it. Another device was used to complete the case. There were no adverse patient consequences.